Manufacturer narrative:
This report is submitted on june 01, 2022.

Event description:
Per the clinic, the patient experienced an infection and skin overgrowth on the abutment (specific date not reported). Subsequently, the patient underwent a revision surgery and removal of the abutment on (B)(6) 2022. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was administered with oral antibiotics (specific date and duration not reported). This report is submitted on august 04, 2022.